Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked at the luer lock. Reportedly, the customer declined to load a new cartridge. The customer's blood glucose level was 595 mg/dl and it was addressed with a manual injection.